Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette however reused the solution bags. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a check heater line which occurred on home choice (hc) during use. During call, the customer indicated that the hc displayed "check heater line" and he had replaced the bag before calling baxter. There was no patient injury or medical intervention indicated at the time of the initial report. During follow-up call, the hp indicated that he had resumed therapy by changing out the one solution bag. The writer advised the hp that there is potential for contamination when only a portion of the supplies are removed. The writer advised the hp if he has an alarm in the future to contact a tsr for assistance and to change out all the supplies in the event that the alarm cannot be resolved. The hp voiced understanding. The hp stated he contacted his pd rn and let her know about changing out the solution bag only. No patient injury or medical intervention was reported.